Event description:
Pt status post bilateral mandible distraction implantation in (B)(6) 2012, was experiencing problems with the distractors not distracting. Surgeon removed the hardware on (B)(6) 2012, pt was not revised to any new hardware. Surgeon noted after implantation the distractors were working and the pt was healed. Surgeon also noted it was possible the pt's bone was healing too quickly and thus not allowing the distraction. This is 5 of 6 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.